Event description:
It was reported that the left ventricular (lv) lead was causing extracardiac stimulation. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable cardioverter defibrillator (ICD), (B)(6) 2007; 5076 implantable pacing lead, (B)(6) 2007. (B)(4).